Manufacturer narrative:
Medtronic received notification of a literature article entitled: "endovascular management of portal steal syndrome due to portosystemic shunts after living donor liver transplantation". Surabhi jajodia, anubhav h khandelwal, rohit khandelwal, abhay k kapoor and sanjay s baijal doi:10.1002/jgh3.12540. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for an ivc stenting endovascular procedure. It was reported the patient had also undergone a liver transplant 3 months prior. It was reported the patient gradually developed portal vein stenosis (pvs) after the initial procedure for isolation of the meso-caval shunt, and at a 6 month follow-up showed critical stenosis with a diameter 50% of that of prestenotic pv. Doppler showed an increased velocity of 100 cm/s at site of stenosis and therefore a successful pv stenting was done. The patient was followed up and showed good graft function at the 1 year follow-up.

Manufacturer narrative:
It was reported as per the physician, that any untoward outcomes were patient related and not attributable to the used devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.